Manufacturer narrative:
The insulin pump was received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. However, the pump was unable to download to carelink pro due to several alarms at the alarm history file. Alarms due to a corrupted history file. No unexpected restart alarms or low reservoir alarm noted during testing. The insulin pump had minor scratched lcd window, cracked reservoir tube lip, broken belt clip slot, stained address/serial number label and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had pump error alarm. Customer's blood glucose value was 5.4 mmol/l at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.